Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Complainant alleged that during biomed testing, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately midnight on (B) (6), 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with oral medication. The patient confirmed that she did not change her usual diabetes routine despite the alleged product issue. Thirty to forty-five minutes after the reported meter issue occurred, the patient claimed that she developed ¿low blood sugar.¿ the patient did not specify her symptoms. The specific time is not clear, but the patient reported that she was in the emergency room (ER) where her blood sugar was tested on the ER meter and obtained a result of ¿50 mg/dl.¿ the patient stated that she was treated with IV fluids. The patient¿s response to treatment is not known. During the troubleshooting session, the cca verified that the reported meter would not turn on when the power button was pressed or when a test strip was inserted into the meter. Based on the information provided by the patient, the cca determined that the subject meter required a new battery replacement per the owner¿s booklet recommendation. The patient did not have a new battery available at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue, reportedly developed ¿low blood sugar,¿ and received acute medical treatment in the ER for a condition suggestive of a serious injury after the alleged meter issue began. However, there is no indication that the reported meter performed improperly, since it was determined during troubleshooting that the meter required a new battery replacement.